Event description:
Reportedly, an unexpected reboot of smartview software occurred.

Event description:
Reportedly, an unexpected reboot of smartview software occurred.

Manufacturer narrative:
Analysis investigation: - analysis of the provided files did not confirm the reported behaviour, as no available logfiles indicating any activity on 11 january 2024. - however, it revealed several crashes related to reply programmer module during the session closure occurring on 8 january 2024. - the root cause of the unexpected reboot of the tablet could not be determined, but is most probably related to the crashes that occurred shortly before the event. - this complaint is recorded for trending purposes.